Event description:
It was reported the patient had been referred for a vns generator replacement due to normal battery depletion as the generator had reached the neos = yes (near end of service) condition. During the generator replacement surgery, high impedance was observed. It was explained that pre-op testing showed the device diagnostics were within normal limits and no high impedance was observed. However, after placing the new generator onto the lead, high impedance was observed. The lead pin was removed and re-inserted two more times, but high impedance was still observed. The new generator was removed from the lead and tested with a test resistor which showed the generator was working as intended, indicating the lead was the cause of the high impedance. The surgeon proceeded with the lead replacement due to the high impedance observed. After the lead was replaced and the new generator was attached, the impedance value was within normal limits. It was noted the explanted lead and generator had been discarded after surgery. Attempts for additional relevant information have been unsuccessful to date.